Event description:
During a percutaneous transluminal angioplasty to the left external iliac artery, the balloon was reported to have ruptured. The vessel was described as having moderate calcification and tortuosity with a 90% stenosis. The product was advanced to the target lesion over the guidewire through the sheath introducer, and was inflated using an indeflator, however, the balloon was ruptured at 5 atmospheres. Another balloon was used to complete procedure successfully. There was no adverse consequence to the pt.

Manufacturer narrative:
Mfg records for lot number were reviewed and results indicate that product met quality requirements for product acceptance. The balloon burst pressure tests were found to be pass. With the limited amount of into availabe and without the return of the product or films of the procedure, it is not possible to determine the relationship between the device and the event. However, vessel characteristics and procedural factors may have had an impact.